Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was receiving therapy at the time of death and the patient¿s seizure control remained unchanged with vns. The believed cause of death is sudep unrelated to vns. No autopsy was performed and the patient¿s device was not explanted, so no analysis can be performed. The patient averaged five partial seizures per month for the past 12 months and passed away after having three consecutive seizures. The patient was compliant with his medications and was in a reasonable state of heath at the time of death. The death was unexpected and occurred during normal activities.